Event description:
It was reported that the patient experienced infection with an unspecified penile prosthesis. A surgical procedure was performed in which the existing device was removed and a new spectra penile prosthesis (spp) was implanted. It was noted that the infection was red but had no puss. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced itchiness and pain due to the infection leading to the procedure. The explanted device was an inflatable penile prosthesis (ipp) and it was removed three months before the implant of the spp. The ipp did not have any device malfunction associated to it. The patient was said to be recovering and using the spp as a placeholder after the procedure. No more information available at the moment. Should additional information become available, it will be provided.